Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The blood glucose level was reported at 180 mg/dl, which is within the normal range. The pump is being returned for assessment, and a replacement pump has been issued to the customer.